Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had unsuccessful dfts (defibrillation thresholds). The physician decided to add an additional rv lead in conjunction with the current rv lead. The dfts were then successful. It was also noted that the patient was placed on amiodarone which was related to the patient condition. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.